Manufacturer narrative:
Based on the results of the investigation of the foreign material in the air/water cylinder, air/water tube and jet tube, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water cylinder, air/water tube and jet tube. There was no patient involvement.